Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor feeding an ilet experienced a transient signal loss to the ilet, after which the blood glucose reading resumed without further incident, and the user was advised to call back if the issue continued. No adverse clinical symptoms reported. Outcomes included no alerts or alarms and no medical intervention or hospitalization. User support included basic troubleshooting and user education. Investigation of this case revealed a temporary communication interruption between the cgm and the ilet with spontaneous recovery, and no device component damage or malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent signal communication issue.